Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an image was not present when the returned device was tested with olympus, model series 180 scopes due to a printed circuit board failure. In addition, the video connector socket failed; the connector socket did not secure any paddles and the paddles were observed loose. Due to the failure, noise or image loss occurred when the paddles were moved during the evaluation. Additional evaluation findings are as follows: software version 3.01 found installed - recommendation made to upgrade to version 4.10; power button confirmed broken. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the "push button" was broken off. Upon inspection and testing of the returned device, it was found that an image was not present when tested with olympus, model series 180 scopes due to a printed circuit board failure and additionally, a video connector socket failure was noted. This report is submitted due to the findings of no image when the returned device was tested with olympus, model series 180 scopes and video connector socket failure, both identified during in-house service of the device. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was manufactured prior to design changes of the operational amplifier circuit of the printed circuit board made on april 16, 2018. However, it is unknown if the design change is relevant to the image failure phenomenon. Additionally, the definitive root cause of the faulty scope socket could not be determined. Olympus will continue to monitor field performance for this device.